Manufacturer narrative:
As mentioned in the event's description, the cause of the problem is not related, at all, with a malfunction of the unit but a wrong or defective maintenance task. The assembly instructions for collimator are correct and clear enough and they are included in the system manual as well as in the collimator manual. No further action is required from sedecal side, just to report the event by means of a MDR (3500a form).

Event description:
The collimator fell off tubehead. The collimator was reattached. There was no injury. The collimator did detach and fall on the table due to a defective reassembly after a service maintenance task as the technologist was positioning the collimator during a patient chest exam, the collimator fell from its mount onto the table. Important information: the collimator was removed the day before to replace tube. The tube was then put back as it was not the cause of the problem. The set screw was not all the way in. Field engineer went to site and screwed the screw back in.